Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead was cut and capped. The patient with this lead and an implantable cardioverter defibrillator (ICD) was experiencing oversensing and inappropriate therapy. The physician elected to replace the lead and found there was 'kinking' in the lead. A new rate sensing lead was implanted.